Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised where the seat post is welded to the frame the crew is broken and is worn out due to enduser flopping in the chair.